Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 failed, did not unlock, and had no clicking sound. The customer tried to reboot and recover, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) reviewed the reported issue of a half-height matrix drawer 2.2 failure that was not recovering and performed testing using the hardware test application, where the drawer passed all tests successfully. The fse rebooted the station and guided the customer to recover the drawer, after which the drawer recovered without any issues and functioned normally. The system functioned as intended after the field service engineer repaired the device.